Manufacturer narrative:
This product will be return for evaluation and testing. Additional information will be sent within 30 days upon receipt.

Event description:
Report received indicated that during preparation the outback cannula was not able to retract. The device was prepared as specified by the instructions for use and was not coiled at any point. The cannula did not actuate smoothly during its preparation and was unable to retract into the catheter. The intended procedure was a percutaneous transluminal angioplasty to the superficial femoral artery (sfa) in addition the lesion was a chronic total occlusion (cto). The product was not use in the patient thus there were no adverse consequence to the patient. A new outback was opened for the procedure.